Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range (oor) impedances. It was noted the patient had an ablation procedure the day the oor impedance measurements occurred. Boston scientific technical services (ts) discussed that the device may have took the daily measurements during the ablation procedure. A remote interrogation was performed and the impedances had recovered and were within normal limits. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range (oor) impedances. It was noted the patient had an ablation procedure the day the oor impedance measurements occurred. Boston scientific technical services (ts) discussed that the device may have took the daily measurements during the ablation procedure. A remote interrogation was performed and the impedances had recovered and were within normal limits. This ICD remains in service. No adverse patient effects were reported. This ICD was explanted due to normal battery depletion (nbd). The device was returned for analysis. No adverse patient effects were reported.